Event description:
A physician reported a pt who was originally skin tested in in september 1991 with negative results, and has subsequently rec'd multiple treatments for correction of the lower vermilion border, due to a surfing injury to the lower lip and jaw. The physician successfully augmented the lower vermilion border on 30 april and 5 june 1998. On 16 july 1998, the pt was treated in the lower vermilion border. The next day, 17 july 1998, the pt phoned to report lumpiness at the treatment site. The physician instructed the pt to massage the site to smooth out the correction. On 21 july 1998, the pt presented with the complaint of continued lumpiness at the treated site. The physician used an 18-gauge needle to tunnel through and remove some of the product. Still not satisfied, the pt returned on 13 august 1998, at which time the physician opened the site and surgically removed an estimated 95% of the product. The pt has no symptoms of hypersensitivity, and the physician did not believe the symptoms were related to hypersensitivity. The physician believed the lumpiness was product related.